Manufacturer narrative:
(B)(4). A device history record review was performed on the epidural catheter with no relevant findings. The customer reported the catheter would not inject medication. The customer returned one snaplock adapter, one 10ml syringe, and one epidural catheter. The components were received connected together. The returned components were visually examined with and without magnification. Visual examination of the returned snaplock adapter revealed that the snaplock appears typical with no observed defects or anomalies. Visual examination of the returned syringe revealed that the syringe appears typical with no observed defects or anomalies. Visual examination of the returned catheter revealed that the catheter appears typical with no observed defects or anomalies. A manual flow test was performed using the returned catheter and snaplock adapter. A 20ml lab inventory syringe was connected to the returned snaplock adapter and catheter. Using hand pressure, the water was injected. Water could be seen immediately exiting the distal end of the catheter. No blockages were found. The reported complaint of the catheter not being able to inject medication could not be confirmed based on the sample received. A device history record review was performed on the epidural catheter with no evidence to suggest a manufacturing related issue. The returned components passed a functional flow test. There were no functional issues found with the returned sample. (B)(4).

Event description:
After placement of the catheter, the medical agent was not able to be injected through the catheter. Therefore, the catheter was replaced by a new one. There was no patient injury.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation at this time. Teleflex will continue to monitor and trend related events.

Event description:
After placement of the catheter, the medical agent was not able to be injected through the catheter. Therefore, the catheter was replaced by a new one. There was no patient injury.